Manufacturer narrative:
(B)(4).

Event description:
During an unknown procedure it was reported that the doctor could not deploy the t2 implant. The second implant stuck in the needle. There was an eight minute delay in the procedure and no injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that t1 was cut free and removed from the patient; the surgeon is confident all debris was removed. This was a medial meniscal repair of the red area of the meniscus. A back-up device was used to complete the procedure with no delay. The patient was noted to be okay post-procedure. The device will not be returned.